Event description:
Event description guidant received information that this single chamber implantable pacemaker (ipm) exhibited a loss of capture approximately six weeks post-implant. A chest x-ray was peformed but was inconclusive. The patient was non-symptomatic.